Event description:
#Medwatcher # (B)(4). I have (B)(6) insurance. The procedure was done at (B)(6). I have had ongoing pain, and severe bleeding since insertion. I've had pt for pelvic area to help control pain. Onset of auto immune disorders. Vision problems.